Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the ring was explanted and a valve was implanted since the patient's anatomy was not compatible with a valve repair procedure, and residual regurgitation was present. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a 31mm bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.